Event description:
The recipient reportedly experienced a skin flap infection. The recipient was treated with antibiotic therapy and surgery. The infection has been resolved. The recipient is experiencing poor performance due to electrode migration. Device revision surgery has been scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment was requested; however, healthcare professionals were unable to locate the information. The external visual inspection of the device revealed the electrode was severed at the fan tail and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.